Manufacturer narrative:
Correction field b5: describe event or problem.

Event description:
It was reported that this left ventricular (lv) lead automatic threshold was greater than programmed amplitude or suspended. The output was measured at 7.5v. The automatic tests failed four days in a row and put the device in suspension. The lead was positioned on the left bundle branch area pacing (lbbap) and there is no data to support the algorithm functioning in that location. The health care professional (hcp) stated someone turned on the algorithm when the patient was in for an office visit. Technical services (ts) advised to not use the trend or auto feature. It was confirmed that the programming for the lead was turned off based on the suggestions from ts. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead automatic threshold was greater than programmed amplitude or suspended. The output was measured at 7.5v. The automatic tests failed four days in a row and put the device in suspension. The lead was positioned on the left bundle branch area pacing (lbbap) and there is no data to support the algorithm functioning in that location. The health care professional (hcp) stated someone turned on the algorithm when the patient was in for an office visit. Technical services advised to not use the trend or auto feature. This lead remains in service. No adverse patient effects were reported.